Manufacturer narrative:
One radiographic video was provided for review. It shows the web device curving towards the inferior aspect of the aneurysm during deployment, which is consistent with the alleged product issue. The investigation of the returned web system found a broken implant wire on the distal side, which could have contributed to the reported deployment difficulty; however, the device was able to successfully advance through an in-house microcatheter and fully open upon deployment in open air during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken implant wire, but the damage is consistent with the device experiencing forces exceeding the wire's tensile strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported event. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
No new information received.

Event description:
As reported: the patient presented with an anterior communicating artery complex aneurysm. Web implantation was planned for the treatment. After establishing the access and delivering the web device into the aneurysm, despite multiple attempts, the device could not be deployed inside the aneurysm and showed deflection. Intraoperative rupture and bleeding of the aneurysm occurred. The surgeon converted to stent-assisted coil embolization and completed the procedure. The patient was in stable condition. The procedure was finished by performing stent-assisted coil embolization. The patient was reported to be fine. Event clarification received: an anterior communicating artery complex aneurysm was treated with web implantation. After access was established, the web device was delivered to the aneurysm. Despite multiple attempts, the web could not be deployed within the aneurysm and exhibited movement (instability). Intraoperative aneurysm rupture with bleeding occurred. The operator converted to stent assisted coil embolization to complete the procedure.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.